Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the bags do not leak with formula but they do leak with water and/or pedialyte.

Manufacturer narrative:
Section d4 has been updated to include lot number 201250118. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five brand new samples were received at the manufacturing site for the investigation. Upon a visual and functional evaluation of the samples, the reported issue was confirmed; a leak was detected between the bag and the tubing. The root cause can be attributed to the manufacturing process. A corrective action is not applicable at this time as a trend has not been identified. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes to determine the need for corrective actions.